Event description:
Revision occurred on (b)(6) 2026 approximately 27 days after the primary surgery which happened on (b)(6) 2026. No fall or other trauma reported. Based on comparing usage forms FX V135® HUMELOCK STEM TA6V Ø32/08 L. 120MM CEMENTLESS Ti/HA and FX V135 HUMERAL CUP 135/145° STANDARD PE/TA6V Ø36 +6 was explanted due to infection and replaced with FX V135® HUMELOCK STEM TA6V Ø32/08 L. 120MM CEMENTLESS Ti/HA and FX V135 HUMERAL CUP 135/145° STANDARD PE/TA6V Ø36 +6.

Manufacturer narrative:
Revision occurred approximately 27 days after the primary surgery due to infection. No actual, implied or suspect link to FX product.